Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated blood glucose readings while using the ilet system, including fingerstick values around 260¿272 mg/dl, performed a complete supply change, paused the ilet at one point due to concern for low glucose, entered multiple calibrations (including 220, 39, and 246), had a dexcom g7 link issue that was subsequently resolved, and later reported a glucose of 201 mg/dl after breakfast with a meal announcement entered. Symptoms included hyperglycemia and irritability. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.